Manufacturer narrative:
The insulin pump screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In pen received with faded number 2 at the dial. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the inpen pump is fading. Customer stated they can not see the numbers on labeling and packaging. No harm requiring medical intervention was reported. The inpen pump will be returned for analysis.